Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, moderately calcified, right common iliac the unspecified absolute pro vascular stent delivery system (sds) was delivered and during deployment the stent implant became separated and detached. One-half of the stent was successfully deployed in the target lesion and the remaining one-half of the stent was removed from the anatomy with the delivery system. There was no reported information about how the stent became detached. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was discarded, not returning. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.